Event description:
It was reported that a user received a cgm signal loss alert on their ilet system while using a dexcom g7 continuous glucose monitor (cgm) sensor, after which glucose readings resumed without intervention, consistent with an intermittent communication failure. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information they provided. Investigation of this case revealed a communication disruption consistent with a sensor-to-pump bluetooth pairing failure without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user interface or environmental connectivity factors.

Manufacturer narrative:
Initial.